Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. It was reported that the patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with diflucan, orally (dose and frequency not reported) for the event. Four days after hospitalization, the patient was discharged from the hospital and was reported to be recovering from the event. Two days after discharge, the patient was readmitted to the hospital for ongoing peritonitis. Treatment for this event was not reported. On an unreported date during hospitalization, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. At the time of this report the patient was recovering from the peritonitis and was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.